Manufacturer narrative:
A complete lead was returned in two pieces with the helix retracted. The tip stiffness tested within specification. The helix extension length was measured within specification. Visual examination of the lead found no anomalies with the exception of damages consistent with those occurring at the time of explant. Electrical testing revealed no indication of conductor fractures or internal shorts.

Event description:
During follow-up, a lead perforation was noted on the right ventricle wall into the pericardium. The physician believes that the perforation was not caused by the lead itself but rather by the improper placement of the lead in the heart during implantation. The lead was explanted and replaced. The patient is in stable condition.